Event description:
Initial reporter indicated that their hp handheld was having problems being turned on. The handheld turned on and was "stuck on the hp invent screen". The handheld was returned to the manufacture for analysis. Analysis is pending completion.